Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) along with the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) greater than 2,500 ohms and device was programmed vvi. Further, this patient was not a pacer dependent and no known symptoms were observed. As per physician this was not a new finding and no plan to replace or revise lead. Additional information obtained from field representative that no known cause was determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.